Event description:
It has been reported to us that during the procedure, the balloon ruptured. The physician was placing a distal protection device in the external carotid artery. When the physician inflated the balloon, he was having difficulty obtaining occlusion. The physician inflated higher and the balloon ruptured. No injury to the pt.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.